Manufacturer narrative:
Upon receipt, the lead was found dissected into several fragments. Only the distal and proximal part of the lead was received for analysis whereas the medial part is missing. It is reasonable to assume that the lead was dissected in the course of the surgery. The performance of the lead fragments was scrutinized, including a visual and electrical inspection. The analysis of the lead demonstrated a rubbed through insulation in the region of the tricuspid valve. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Deformation and damage to the proximal shock coil was observed which occurred most likely during the explant procedure. Due to the fragmented state of the lead the electrical analysis was limited to the dc resistances of the lead fragments. No peculiarities were found. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Noise is present on the lead resulting in inappropriate detection and an aborted shock. The device is nearing eri and the lead will be replaced at that time. At the time the lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. Should additional relevant information or the device itself become available, the investigation will be updated.